Manufacturer narrative:
Upon retrospective review an error was identified with this report: (abbott laboratories (B)(4). The correct manufacturer location should be abbott laboratories (B)(4). This correction has been submitted in manufacturer report number 3016438761-2020-00046. Any future information regarding this event will be submitted under manufacturer report number 3016438761-2020-00046.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported false depressed calcium result on a patient when processing on the architect c1600. The following data was provided for sid (B)(6) on (B)(6) 2020; initial results 1.0 mmol/l and 2.41 mmol/l and repeat results 2.44 mmol/l and 2.44 mmol/l. No impact to patient management was reported.